Manufacturer narrative:
No patient information was provided in regards to age, gender, ethnicity, and race. Date of event was not provided. No information was provided in regards to the serial number, therefore device manufacturing date could not be determined. Follow up attempts were made for additional information, however there was no response. The product has been identified as a potential affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
An alleged complaint was reported that the buchanan plugger overheated the gutta percha and it got into the nasal cavity of the patient.